Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a tower door failed, but there was no option to recover the hardware. A field service engineer used pyxis keys to open and forcefully fail all tower doors, thereby enabling the recovery of all doors, and executing the hardware recovery process successfully. Also, cleaned and reseated the latch harness connections for all doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system's tower door 4 failed, preventing users from accessing the required medications. The customer stated that there was a delay of about 15 minutes in patient care, since the nurse was required to get the medication from the pharmacy and there was no patient harm. There were no adverse events or injuries reported based on this event.